Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient had a burning sensation two weeks prior to call when the increased their activity. It was noted the burning sensation was in the upper back. It was reported the impedance check was fine. It was noted the burning sensation was due to post-operative healing and had nothing to do with the stimulator. It was reported the patient was receiving good stimulation and was happy with the system. It was reported the implant was replaced due to not having coverage in the back or legs. It was noted the patient had stimulation in the stomach and middle back. It was reported the patient felt burning in their back.